Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other six perclose proglide devices referenced are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using seven proglide devices after an unspecified procedure. Reportedly, the seven proglide devices "failed to release the suture knot." The method of achieving hemostasis was not reported. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The name of the physician was provided; however, it is not known if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Device status changed from returning to not returned. The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Returned, unused, sterile representative samples were successfully tested and no malfunction was noted.

Event description:
Subsequent to the initial medwatch report, the following information was received: it was reported that suture placement was attempted in the right common femoral artery with seven proglide devices using the preclose technique prior to an interventional procedure. The arteriotomy was 6f. Reportedly, the seven proglide devices failed to release the suture knot. The sheath was upsized to 7f and the interventional procedure was completed. Hemostasis was achieved using manual arterial compression. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.